Event description:
It was reported that an insulin cartridge on an ilet system appeared to be leaking, and the patient¿s blood glucose was elevated at 347 mg/dl; the caregiver administered 15 units of rapid-acting subcutaneous insulin by pen, performed a full supply change, and confirmed the leak resolved after correctly installing the cartridge before attaching the connector, with the patient temporarily disconnected from the ilet for two hours to avoid duplicate dosing. Investigation of this case revealed that the leak was not present after proper assembly and that prior connection likely involved attaching the connector to the cartridge outside the device. Symptoms included sleepiness associated with hyperglycemia. Outcomes included blood glucose trending down after reconnection and continued device function without leak. It was concluded that user assembly error led to the initial leak concern and hyperglycemia, and that corrective education and reinstallation restored normal device operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.